Event description:
After adding sterile saline to basin, brown debris was noted floating in basin. Debris was cardboard-like in appearance. Basin and all contents within were removed from sterile field. This writer¿s gloves were changed.